Event description:
It was reported that the patient was "propelled away from her desk" when a generator blew up in the building next door. Patient transmitted via carelink and physician's office to her they "could see a strike" and that her device was operating normally. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.